Event description:
Pt called from home to tech support stating he did not want to use the 2.8 cycler due to alarm issues. Pt wants the 2.8 cycler to be picked up and will revert back to using a 2.7.3 cycler (.8 and 2.7.3 are different software versions of the liberty cycler). During the call, the pt stated having peritonitis while being dialyzed at home. Pt had 2 episodes of peritonitis starting in mid (B)(6) 2011. Pt put on a 3 week course of antibiotics via solution bags prepared by nurse. (No hospitalization) after 3 weeks the pt was cultured and effluent culture were negative but had elevated while cell counts. Pt started on a second course of antibiotics which was completed on (B)(6) 2011. Pt underwent a cat scan due to persistent pain, which revealed an abdominal aneurysm. Per pt, no surgical intervention required at this time due to the small size of the aneurysm.

Manufacturer narrative:
The returned cycler was inspected and tested and passed the following: simulated treatment scale calibration, and sensor calibration. Additionally, there was a visual inspection for the presence of fluid within the cassette compartment and there were no visual problems or indications of fluid intrusion within the cycler. Per fresenius medical care medical assessment by pharmacovigilance physician, the event of peritonitis is unlikely related to the 2.7.2 liberty cycler. There was no damage to the device, including any fluid drainage or leaks. There is not enough evidence to suggest that the event is device related. The pt has been using the cycler for 2 almost years without any ill effects except for this single episode of peritonitis. The etiology is unk but most likely the event was caused by potential touch contamination while on continuous ambulatory peritoneal dialysis. The pt did not follow proper set up procedures by not wearing mask which might have contributed to the infection. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.